Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the end of the device was cracked and it was duct taped. Device was stuck on fill tubing. The drive support cap was coming off. Customer reported the device alarmed a compromised force sensor system alarm after a set change. Customer's blood glucose was over 600 mg/dl. Customer treated high blood glucose with manual insulin injections. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was unable to perform the displacement test due to a broken end cap. The pump was unable to verify any alarms or perform the basic occlusion, occlusion and prime test due to the broken end cap. The end cap sticker was still attached on the end cap. The drive support disk was inspected and no anomaly was noted. The pump was received with a broken end cap, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.